Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, although at the start of thumb advancer/exchange sheath splitting difficulty was encountered distal deployment of the thumb advancer was completed. When the clip deployment button was activated a very dull sound was heard and the clip remained in the device. The thumb advancer and clip delivery tubeset were retracted proximately, but the operator inadvertently forgot to activate the safety release to retract the locator wings. The device was pulled out from the vessel with the locator wings remaining deployed and with the starclose se device clip on the distal end. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported experience because of the reported manipulation post procedure. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the investigation, no product deficiency was identified. Reportedly, resistance was encountered during completion of thumb advancer/exchange splitting. The starclose se instructions for use state do not advance or withdraw the starclose se vascular closure device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the starclose se device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.